Event description:
During an implant attempt of the subject device, a connection relative to the atrial channel was reported. It was indicated that clicking of the associated screwdriver was not obtained. The attempt was made 2-3 times without success, and the screwdriver always turned freely. Another pacemaker was implanted instead.

Manufacturer narrative:
(B)(4) 2013 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.